Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 233-250 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Data error was verified. Malfunction issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.